Event description:
Pt being intubated, physician was cutting off tube to shorter length -in the process of cutting the tube and replacing the adapter the tube split approx 1/4". No harm to pt -new tube was placed.